Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage /device fractured"), fallopian tube perforation ("essure coil perforated fallopian tube"), embedded device ("portion of the metallic device was seen within the uterine myometrium. Upon surgery a portion was found in the mucosa of the sigmoid colon, migration of essure device location of device: device fractured and migrated to uterine myometrium and mucosa") and device dislocation ("migration of essure device location of device:mucosa of the sigmoid colon") in a (B)(6)-year-old female patient who had essure (batch no. D06933, d06933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: did you undergo an essure confirmation test? Yes. Date- (B)(6) 2017. Result- other (please describe). Right essure device in place. The left essure device is fractured with majority of the portion is seen migrated into the pelvic cavity and a portion of the metallic device is seen within the uterine myometrium. Concurrent conditions included body mass index normal, anxious mood, diarrhea, abdominal cramps and bloating. Concomitant products included celecoxib (celexa) and oral contraceptive nos. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"), 10 days after insertion of essure. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("injury") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy, removal of portion of fractured essure device and removal of portion of fractured essure device from sigmoid colon). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device dislocation, nausea and abdominal pain lower outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. The essure catheter was threaded through the working channel of the hysteroscopic and it was implanted in the right tubal ostia with 3 trailing coils. Photographic record was obtained. A second essure catheter was placed in the left tubal ostia with 3 trailing coils. There was some bleeding noted at the site of the tenaculum on the anterior lip of the cervix. On (B)(6) 2017, removal of portion of fractured essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: fractured left essure device with a portion in the pelvic cavity and a portion in the uterine myometrium. Mild free fluid in the pelvis minimal hemorrhage within the myometrium on the left side. Pathology test - on (B)(6) 2017: fallopian tube with moderate acute and chronic inflammation. No evidence. Of endometriosis or malignancy. Foreign body, medical device. B. Left tube. Fallopian tube with mild chronic inflammation. No evidence of endometriosis or malignancy. Foreign body, medical device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea,vaginal bleeding ,perforated essure,foreign body and adhesions, left sigmoid colon. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: injury were replaced with abnormal bleeding (vaginal). Events:menorrhagia), device breakage, dysmenorrhea (cramping), fallopian tube(s), cramping, malposition of essure device location of device: device fractured: portion of device migrated into the pelvic cavity and a portion of the metallic device was seen within the uterine myometrium. Upon surgery a portion was found in the mucosa of the sigmoid colon, migration of essure device location of device: device fractured and migrated touterine myometrium and mucosa of the sigmoid colon, nausea, pain, perforation (fallopian tube(s)), perforation (other)please describe and state the location of the perforation: essure coil perforated fallopian tube and migrated to uterine myometrium and mucosa of sigmoid colon, other injury(ies) or complication please describe: developed scar tissue after surgery were added. Event outcome were updated. Concomitant drug, medical history , lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage /device fractured"), fallopian tube perforation ("essure coil perforated fallopian tube"), embedded device ("portion of the metallic device was seen within the uterine myometrium. Upon surgery a portion was found in the mucosa of the sigmoid colon, migration of essure device location of device: device fractured and migrated to uterine myometrium and mucosa") and device dislocation ("migration of essure device location of device:mucosa of the sigmoid colon") in a 30-year-old female patient who had essure (batch no. D06933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: did you undergo an essure confirmation test? Yes. Date- 19feb2017. Result- other (please describe). Right essure device in place. The left essure device is fractured with majority of the portion is seen migrated into the pelvic cavity and a portion of the metallic device is seen within the uterine myometrium. Concurrent conditions included body mass index normal, anxious mood, diarrhea, abdominal cramps and bloating. Concomitant products included celecoxib (celexa) and oral contraceptive nos. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"), 10 days after insertion of essure. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy, removal of portion of fractured essure device and removal of portion of fractured essure device from sigmoid colon). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device dislocation, nausea and abdominal pain lower outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 130 lbs. The essure catheter was threaded through the working channel of the hysteroscopic and it was implanted in the right tubal ostia with 3 trailing coils. Photographic record was obtained. A second essure catheter was placed in the left tubal ostia with 3 trailing coils. There was some bleeding noted at the site of the tenaculum on the anterior lip of the cervix. On 20-feb-2017, removal of portion of fractured essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram abdomen - on 19-feb-2017: fractured left essure device with a portion in the pelvic cavity and a portion in the uterine myometrium. Mild free fluid in the pelvis minimal hemorrhage within the myometrium on the left side.. Pathology test - on 11-apr-2017: - fallopian tube with moderate acute and chronic inflammation. No evidence. Of endometriosis or malignancy. Foreign body, medical device. B. Left tube fallopian tube with mild chronic inflammation. No evidence of endometriosis or malignancy. Foreign body, medical devicie. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea,vaginal bleeding ,perforated essure,foreign body and adhesions, left sigmoid colon. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage /device fractured /fractured pieces of essure device'), fallopian tube perforation ('essure coil perforated fallopian tube'), embedded device ('portion of the metallic device was seen within the uterine myometrium. Upon surgery a portion was found in the mucosa of the sigmoid colon, migration of essure device location of device: device fractured and migrated to uterine myometrium and mucosa') and device dislocation ('migration of essure device location of device:mucosa of the sigmoid colon') in a 30-year-old female patient who had essure (batch no. D06933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: did you undergo an essure confirmation test? Yes. Date- (B)(6) 2017. Result- other (please describe): right essure device in place. The left essure device is fractured with majority of the portion is seen migrated into the pelvic cavity and a portion of the metallic device is seen within the uterine myometrium. Concurrent conditions included body mass index normal, anxious mood, diarrhea, abdominal cramps and bloating. Concomitant products included celecoxib (celexa) and oral contraceptive nos. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pain pelvic / severe pain") and abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced scar ("other injury(ies) or complication(s) please describe: developed scar tissue after surgery"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy, diagnostic laparoscopy, removal of portion of fractured essure device and removal of portion of fractured essure device from sigmoid colon). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device dislocation, nausea, abdominal pain lower and scar outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, nausea, pelvic pain, scar and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 130 lbs. The essure catheter was threaded through the working channel of the hysteroscopic and it was implanted in the right tubal ostia with 3 trailing coils. Photographic record was obtained. A second essure catheter was placed in the left tubal ostia with 3 trailing coils. There was some bleeding noted at the site of the tenaculum on the anterior lip of the cervix. On (B)(6) 2017, removal of portion of fractured essure device. Required two surgeries to remove fractured pieces of essure device from uterine myometrium and sigmoid colon. (B)(6) 2017 removal of portion of fractured device. (B)(6) 2017 diagnostic hysterectomy, diagnostic laparoscopy, bilateral salpingectomy, removal of portion of fractured essure device from sigmoid colon. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: fractured left essure device with a portion in the pelvic cavity and a portion in the uterine myometrium. Mild free fluid in the pelvis minimal hemorrhage within the myometrium on the left side. Pathology test - on (B)(6) 2017: fallopian tube with moderate acute and chronic inflammation. No evidence. Of endometriosis or malignancy. Foreign body, medical device. B. Left tube: fallopian tube with mild chronic inflammation. No evidence of endometriosis or malignancy. Foreign body, medical device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, vaginal bleeding, perforated essure, foreign body and adhesions, left sigmoid colon. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs was received event other injury(ies) or complication(s) please describe: developed scar tissue after surgery, onset date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.